Event description:
Boston scientific received information that the pacing lead was explanted due to lead dislodgement and helix issues. The physician tried to do a lead revision but could not get a current of injury (coi) or appropriate sensing. A replacement pacing lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead had setscrew mark noted on the terminal pin and drag marks on the terminal ring. The helix was fully retracted but there were no signs of damage or defect. Dried blood was noted in the helix, helix housing and in its neck region. Resistance and hipot tests were completed and the measurements throughout these tests were within normal limits. However, the helix failed to extend through the mechanism test. The allegation was confirmed that the blood in mechanism most likely contributed to the extension or retraction difficulty. On the other hand, the allegation against lead dislodgement was not confirmed as no irregularities were noted at the tip section of the lead and in the helix that could contribute to the dislodgement.